Event description:
The manufacturers rep reported the pt had presented with a thick tongue, abdominal spasms, and a slight increase in spasticity "which usually occurs with illness in this man". The hcp does not believe the pt had true anaphylaxis. He thinks the pt is having panic attacks. The pt has had baclofen pump for about 4 years and the hcp reports the pt had had no recent adjustment or recent refills when the event was reported. No treatment or device studies have been done. The pt outcome was not reported.